Manufacturer narrative:
Gbo complaint: (B)(4). No samples were received from customer for evaluation. No clarification or further information was received from the customer. We have no further inventory for this material/batch. A review of quality, production, maintenance records revealed no deviations in relation to the reported errors. This complaint can not be determined.

Event description:
Customer states they use several greiner tubes and are experiencing hemolysis. Centrifuge in use is the statspin express and time of centrifugation is 5 minutes. Tourniquet is applied for 1 to 3 minutes. Approximate percentage of tubes displaying hemolysis is 1 to 5%. Specimens are mixed properly per IFU. This is occurring with nurses collections by venipunctures. Phlebotomist collections are not hemolyzed.